Event description:
It was reported that, "pt complained of pain at joint line. Xrays were normal. Intraoperatively, surgeon noticed that pt had soft tissue laxity and soft tissue impingment. Surgeon stated the revision was not implant related."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed and additional info will be reported in a supplement.